Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia, elevated weight, and glucose. However, it is unknown if this anonymous patient was utilizing fresenius product(s) at the time their reported hernia event, elevated weight and glucose occurred. Furthermore, there is no documentation in the complaint file to show a causal relationship between the reported events and use of the liberty select cycler. Additionally, there is no allegation of a fresenius device malfunction or deficiency, or defect reported for these events. All patients on pd modality are at risk of hernia due to increased intra-abdominal pressure from the dialysate used during the normal physiological process of peritoneal dialysis therapy, as well as a weakened abdominal wall muscle made from an incision for placement of a pd catheter. Additionally, the pd solution can result in fluctuations in weight and blood glucose because of the oncotic properties of dextrose in the solution. It is currently unknown which pd solution the patient was utilizing when the patient was on pd therapy. Based on the limited information, with no allegation of a device malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the liberty select cycler can be excluded as the cause of the patient¿s reported hernia event and elevated weight and glucose. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported via a survey that a peritoneal dialysis (pd) patient's pd solution (unknown type) gave the patient a hernia as well as elevated glucose and weight. The pd prescription was also too long (9 hrs). There were no recorded allegations that the reported events were temporally related to a malfunction or deficiency with a fresenius device or product. Attempts to obtain additional information could not be completed as there is no patient name or identifying demographics in which to follow-up.